Event description:
Tubing disconnected (came apart) at connection site of thoravac tubing to chest tube - e.g. Where the thoravac clear tubing connects to blue connector. Had physician not been in the room the pt may have suffered a pneumothorax.